Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00482.

Event description:
The patient was undergoing a coil embolization procedure in the right pulmonary artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the vessel using the lantern; however, the ruby coil would not anchor against the vessel and take its intended shape therefore, it was removed. The physician then advanced a new ruby coil into the target location; however, the same issue occurred. Therefore, the ruby coil was removed. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned first ruby coil revealed that the coil had its intended shape. During the functional test, the ruby coil was advanced through its introducer sheath, and the embolization coil shape was present. The reported complaint could not be confirmed. Evaluation of the returned second ruby coil revealed that the coil had its intended shape. During the functional test, the ruby coil was advanced through its introducer sheath, and the embolization coil shape was present. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00482.